Event description:
It was reported that during a total laparoscopic hysterectomy procedure, upon taking the uterine artery, the surgeon activated the advanced hemostasis button on the device. The device effectively sealed the vessel as it went through its advanced hemostasis cycle. At the tone change, the surgeon left the jaws closed on the tissue for approximately five to seven seconds longer. The tissue pad burnt off. Half of the pad came off in the surgeon's fingers when he removed the device from the patient. None of the pad fell off in the patient. Half the pad melted to the clamp arm. Completed the other uterine artery with a second device and no issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.